Event description:
It was reported that a malfunction occurred with the pump, identified by malfunction code 12. The customer¿s blood glucose level remained below 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions to reset the pump, and the issue did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to contact support again if the malfunction reappeared, and they acknowledged this guidance.